Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the application of the clips on a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle and jaws were able to close but the device could not be fired normally. It was also stated that the clips fell out of the applier and was removed by a grasper. They took a new clip applier to complete the case. There was no patient injury.